Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for supraventricular tachycardia (svt). Additional information indicated that this rhythm appeared due to another physician changing the patient's medications which resulted in the inappropriate therapy and lead to therapy exhaustion. This ICD remains in service. No adverse patient effects were reported.